Manufacturer narrative:
Date of event: (B)(6) 2018. Date of event: (B)(6) 2018. (B)(4). The customers biomed department replaced the battery and power management (pm) printed circuit board assembly (pcba). The ventilator was returned to use.

Event description:
It was reported that the ventilator would not run on battery or when plugged into wall inlet. There was no patient involvement. The event date was not specified; estimate used.